Event description:
A home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of the automated peritoneal dialysis therapy. Reportedly, the hp was utilizing 2 extension sets in combination with a standard homechoice set and had left the clamp on the pt line of the homechoice set closed during the prime cycle. Baxter's tsc assisted the hp's spouse in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the hp's spouse.